Event description:
Mother delivered by vacuum extraction at 34 1/7 weeks gestastional age by good dates, due to non-reassuring fetal heart rate. Procedure went well, delivered easily over approximately 2 contractions. Vacuum applied and manipulated by experienced ob/gyn physician. Hours later pt developed seizure activity, found to have an intraventricular hemorrhage subsequently requiring v-p shunt placement. Pt currently doing well.